Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found that almost the entire stent profile was damaged with struts distorted, and stretched. The first three rows at one end are undamaged. The maximum crimped stent profile was measured. The product stent protector was returned for analysis with the device and the inner diameter was measured. It was determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and found that the balloon wings and folds were opened out of their intended position. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure. The crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 12 synergy¿ stent was selected for use to treat the lesion. However, during preparation, the stent was stuck unto the protection cover and the stent was drawn with the protection cover when the cover was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 12 synergy¿ stent was selected for use to treat the lesion. However, during preparation, the stent was stuck unto the protection cover and the stent was drawn with the protection cover when the cover was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.